Event description:
An operator cut their hand on a centaur instrument, in the area under the left edge/side of the sample entry queue. No medical procedure was performed beyond basic first aid (flushed cut area, dried and applied a band aid). There were no samples installed in the entry queue and the tech was not working with blood samples at the time. This event is being reported because it occurred in a biohazardous environment.